Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported urgent care visit for the patient's site irritation. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. The omnipod's user guide warns, "do not use a pod if you are sensitive to or have allergies to acrylic adhesives or have fragile or easily damaged skin." It advises "at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
The customer reported having a reaction to the pod. Site is red, inflamed, extremely itchy and oozing yellow liquid. Site is red and itchy for a week, then becomes dry and crusty for about 2-3 weeks. Patient saw physician assistant who prescribed hydrocortisone cream, atarax pills for itching and patient also uses benadryl and pepcid over the counter medication to treat.